Event description:
It was reported that the display kept "blanking out". The console continued to support the patient but screen was blank. The console was exchanged. There were no reported patient complications. Arrow field service evluated the console. The control head and umbilcalcord were determined to be the source of the difficulty and were replaced.